Manufacturer narrative:
(B)(6) 2018. Serial number not provided. (B)(4) field service engineer (fse) determined that the power supply required replacement. The customer declined to repair the unit. No parts were returned for evaluation, therefore a root cause could not be determined.

Event description:
The customer reported a power failure. There was no patient or user harm reported. The event date was not specified, estimate used.